Event description:
The customer contacted physio-control to report that their device unexpectedly lost power at random times. There was no patient use reported with the event.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the device reset itself multiple times during the event. The battery pins were replaced to resolve the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. The device data was then downloaded and showed that the device had generated a low battery message. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power at random times. There was no patient use reported with the event.